Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. There was no moisture damage on the motor, battery tube, electronics and vibrator assembly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error, motor error, and had moisture damage. The customer's blood glucose reading was 9 mmol/l at the time of the call. Wife stated the insulin pump was exposed to moisture; water. She state there is moisture visible under the pump. The customer was advised that the device would be replaced and agreed to return the product for analysis